Event description:
On (B)(6) 2010, the embedded software of the device object of this report was upgraded when interrogated with smartview 2.22. After the upgrade, the device programming was found modified and the physician reported he could not program the device. On (B)(6) 2010, the physician observed that the pacing parameters were unchanged part to previous day, whereas the ventricular arrythmias detection and therapy parameters were modified. Then tests were performed, and during the ventricular threshold tests, the programmer graphical user interface froze. The programmer power supply was then unplugged. Normal follow-up could be performed later.

Manufacturer narrative:
On (B)(4) 2010 - this event concerns a device that was mfg and used outside the united states. Analysis is pending.